Event description:
It was reported that during a scheduled procedure to remove a filter, one of the legs fractured during the retrieval. When the device was removed, the leg that fractured was with the rest of the filter. It was reported that when inspecting the filter, it appeared as if one of the small hooks from one of the legs was missing. It was not found in the patient and was believed that it may be somewhere in the retrieval sheath or catheter, which was discarded at the user facility.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. Upon inspection, the returned filter was missing 1 arm and 1 hook. The remaining 5 arms, 5 legs and 5 hooks were clean and intact. The missing arm detached just proximal to the sleeve approx. The missing hook broke at the radius in the straight section of the leg. Heat was applied to the filter and the filter took shape. All measurements that could be taken were within specification. Around the edges of the fracture surface there is a shiny appearance, indicative of fatigue fracture. The cause of the fracture is unk. The current info for use (IFU) for this device states: potential complications: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.